Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total shoulder replacement procedure, the blade exited from the mount of the handpiece saw when activated. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The blade reported involved with this event was not returned for evaluation, as a result the reported failure could not be confirmed. The concomitant device (6400034000, sn (B)(4)) was returned for evaluation. The investigation results for the concomitant device indicate that the link with the fins inside the head assembly was broken. Blade not returned for evaluation.

Event description:
It was reported that during a total shoulder replacement procedure, the blade exited from the mount of the handpiece saw when activated. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.